Event description:
In 2009, the patient reported that the up and down buttons of her infusion device respond intermittently. She is unsure when the issue began but she has been experiencing elevated blood glucose as high as 23 mmol/l (414 mg/dl) for the past year. Her normal blood glucose range 5-6 mmol/l (90-108 mg/dl). When her blood glucose is elevated she changes the infusion set and injects insulin via syringe. She stated that the infusion device has been dropped but has not been exposed to water. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.